Event description:
Customer reported a blood glucose (bg) level that was displayed as "low"; however, specific value was not provided. Cause was not known. The customer consumed carbohydrates and glucose tablets as a corrective action and was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels.